Event description:
It was reported that an occlusion alarm and a cartridge alarm occurred. Additionally, it was reported that the insulin gauge was displaying incorrectly. The customer changed a cartridge to resolve the issues and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.